Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was dislocating posteriorly. Pinnacle cup with metal liner and head were removed. A zimmer g7 cup and liner were implanted with a depuy 40mm + 8.5 head. The surgeon felt that the cup position was a little vertical so he removed the cup. Doi: unknown. Dor: (B)(6) 2021, affected side: left hip.